Event description:
The physician used a cook endoscopy's huibregtse needle knife (hpc-2) to perform a papillotomy. When current was applied, the needle knife was held stationary. The needle knife was retracted into the outer sheath. When the physician wanted to use the needle knife again, they noticed the needle knife was only extending from the outer sheath slightly. The physician removed the needle knife and saw a small piece of the needle inside the patient by viewing the video screen. The physician determined it was unnecessary to remove this small portion of the needle from the patient. (The detached portion is estimated to be 4mm in length and 0.2mm in diameter). The detached portion was left to pass naturally through the gastrointestinal tract. The patient did no require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report of needle detachment. Only a small portion of the needle remained attached to the device. The portion that remained is black/charred in appearance. The detached portion of the needle was not included in the device return. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusions: the information provided indicated the needle was held stationary during an application of cautery. This is against the instructions for use and is the most likely cause for this observation. Needle breakage can occur if the needle experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle in one position can result in focal coagulation, charring of the tissue or breakage of the needle knife. The information provided indicated the user facility kept the needle stationary when current was applied. A broken needle can occur if the device is used with excessive cautery settings or if the needle makes contact with the tip of the endoscope. The instructions for use for this product line caution that the needle knife must fully exit the endoscope and that contact with the endoscope may cause grounding, which could result in patient or operator injury, damage to the device, or damage to the endoscope. Prior to distribution, all huibregtse triple lumen needle knives are subjected to a visual inspection and a functional test to ensure device integrity. The functional test includes ensuring proper needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.